Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (300-360 mg/dl) and it was thought that the pump was not functioning. The contact did not provide further details regarding. A bolus via the pump or insulin injections were used to address bg. Reportedly, the contact followed-up with a healthcare provide to discuss the event and to troubleshoot.